Event description:
The customer observed falsely decreased hemoglobin and white blood cell (wbc) results generated from alinity hq processing module which does not match with another alinity hq processing module for multiple patients. The one result example provided were: sid (B)(6) initial= 74.0 g/l /repeated on alinity (B)(6) =88.0 g/l mchc=283 g/l /repeated on alinity (B)(6) =339 g/l the customer agrees with results generated from alinity (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review and labeling review. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. The field service representative (fsr) inspected the module, performed multiple troubleshooting procedures including replacement of several parts, which resolved the issue. A review of tracking and trending of the alinity hq processing module, did not identify elevated complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the available information no product deficiency of the alinity hq processing module, serial number (B)(6), was identified.